Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3982a, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead.

Event description:
The manufacturing representative reported that the patient had pain symptoms return. Therapy was not effective. An impedance check was done and showed high impedance greater than 4,000 ohms. The battery was low. The patient had the implantable neurostimulator (ins) and extension replaced. Impedance remained high. The lead was replaced about a month later. The lead seemed broken. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
Analysis found conductors #0, 2, and 3 were melted 8 cm from the distal end due to overstress/damage consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.